Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, alopecia and menstrual disorder outcome was unknown. The reporter considered alopecia, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: abdominal cavity/ migration of essure device location of device: embedded in the bowel"), fallopian tube perforation ("perforation (fallopian tube(s)") and pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, back pain, lymphadenopathy, fever, dizziness, sinusitis, upper respiratory infection, insomnia, headache, numbness in face, urinary retention, migraine, dysuria, diarrhea, abdominal pain, hernia, ovarian cyst, burning micturition, chest pressure and multiparous. Concomitant products included duloxetine. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and arthralgia ("knees pain"). In june 2013, the patient experienced rash ("rash on skin"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In july 2013, the patient experienced infection ("infection (other)") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, 4 years 3 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / allergic or hypersensitivity reaction type: nickel allergy"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, fallopian tube perforation, pelvic pain, allergy to metals, alopecia, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, arthralgia and urinary tract infection outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, dysmenorrhoea, embedded device, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event device dislocation updated to embedded device & fallopian tube perforation was added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: abdominal cavity") and pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, back pain, lymphadenopathy, fever, dizziness, sinusitis, upper respiratory infection, insomnia, headache, numbness in face, urinary retention, migraine, dysuria, diarrhea, abdominal pain, hernia, ovarian cyst, burning micturition, chest pressure and multiparous. Concomitant products included duloxetine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and arthralgia ("knees pain"). In (B)(6) 2013, the patient experienced rash ("rash on skin"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced infection ("infection (other)") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications from the essure device) and surgery (salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, hypersensitivity, alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, infection, dysmenorrhoea, arthralgia, and urinary tract infection outcome was unknown. The reporter considered alopecia, arthralgia, device dislocation, dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract infection, and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new event added: infection (bladder/ urinary tract/vaginal) type: uti. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/ migration of essure device location of device: embedded in the bowel'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, back pain, lymphadenopathy, fever, dizziness, sinusitis, upper respiratory infection, insomnia, headache, numbness in face, urinary retention, migraine, dysuria, diarrhea, abdominal pain, hernia, ovarian cyst, burning micturition, chest pressure and multiparous. Concomitant products included duloxetine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and arthralgia ("knees pain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced rash ("rash on skin"). In july 2013, the patient experienced infection ("infection (other)") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / allergic or hypersensitivity reaction type: nickel allergy"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, infection, menstrual disorder, dysmenorrhoea and arthralgia outcome was unknown and the pelvic pain, allergy to metals, alopecia, vaginal haemorrhage, menorrhagia, rash and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, device dislocation, dysmenorrhoea, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment pain, abnormal bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events urinary tract infection, pelvic pain, hair loss, vaginal hemorrhage, menorrhagia, allergy to nickel and rash were updated to recovered. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: abdominal cavity") and pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, back pain, lymphadenopathy, fever, dizziness, sinusitis, upper respiratory infection, insomnia, headache, numbness in face, urinary retention, migraine, dysuria, diarrhea, abdominal pain, hernia, ovarian cyst, burning micturition, chest pressure and grand multiparity. Concomitant products included duloxetine. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and arthralgia ("knees pain"). In june 2013, the patient experienced rash ("rash on skin") and dysmenorrhoea ("dysmenorrhea"). In july 2013, the patient experienced infection ("infection (other)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications from the essure device) and surgery (salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, hypersensitivity, alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, infection, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, device dislocation, dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received .reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drug, lab data were added. Events migration of essure device location of device: abdominal cavity, vaginal bleeding, rash on skin, infection (other), knees pain added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/ migration of essure device location of device: embedded in the bowel'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, back pain, lymphadenopathy, fever, dizziness, sinusitis, upper respiratory infection, insomnia, headache, numbness in face, urinary retention, migraine, dysuria, diarrhea, abdominal pain, hernia, ovarian cyst, burning micturition, chest pressure and multiparous. Concomitant products included duloxetine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and arthralgia ("knees pain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced rash ("rash on skin"). In (B)(6) 2013, the patient experienced infection ("infection (other)") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / allergic or hypersensitivity reaction type: nickel allergy"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, infection, menstrual disorder, dysmenorrhoea and arthralgia outcome was unknown and the pelvic pain, allergy to metals, alopecia, vaginal haemorrhage, menorrhagia, rash and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, device dislocation, dysmenorrhoea, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment pain, abnormal bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/ migration of essure device location of device: embedded in the bowel'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, back pain, lymphadenopathy, fever, dizziness, sinusitis, upper respiratory infection, insomnia, headache, numbness in face, urinary retention, migraine, dysuria, diarrhea, abdominal pain, hernia, ovarian cyst, burning micturition, chest pressure and multiparous. Concomitant products included duloxetine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and arthralgia ("knees pain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced rash ("rash on skin"). In (B)(6) 2013, the patient experienced infection ("infection (other)") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / allergic or hypersensitivity reaction type: nickel allergy"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, infection, menstrual disorder, dysmenorrhoea and arthralgia outcome was unknown and the pelvic pain, allergy to metals, alopecia, vaginal haemorrhage, menorrhagia, rash and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, device dislocation, dysmenorrhoea, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment pain, abnormal bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events urinary tract infection, pelvic pain, hair loss, vaginal hemorrhage, menorrhagia, allergy to nickel and rash were updated to recovered. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/ migration of essure device location of device: embedded in the bowel'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, back pain, lymphadenopathy, fever, dizziness, sinusitis, upper respiratory infection, insomnia, headache, numbness in face, urinary retention, migraine, dysuria, diarrhea, abdominal pain, hernia, ovarian cyst, burning micturition, chest pressure and multiparous. Concomitant products included duloxetine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and arthralgia ("knees pain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced rash ("rash on skin"). In (B)(6) 2013, the patient experienced infection ("infection (other)") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / allergic or hypersensitivity reaction type: nickel allergy"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, infection, menstrual disorder, dysmenorrhoea and arthralgia outcome was unknown and the pelvic pain, allergy to metals, alopecia, vaginal haemorrhage, menorrhagia, rash and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, device dislocation, dysmenorrhoea, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment pain, abnormal bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2014: results: unilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of events urinary tract infection, pelvic pain, hair loss, vaginal hemorrhage, menorrhagia, allergy to nickel and rash were updated to recovered. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.